Event description:
It was reported that the procedure was to treat a lesion located in the moderately tortuous, 70% stenosed, mid right coronary artery. No resistance was felt during advancement of the 4.0x30 mm trek balloon catheter to the lesion; however, upon inflation, a leak was observed in the shaft of the device. Another trek balloon was used to complete the case successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.